Manufacturer narrative:
The covidien customer report engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The device passed all calibration, short self-test, extended self-test (est) and the performance verification test according to mfg specs. (B)(4).

Event description:
A report received from the USA stated that an 840 ventilator stopped cycling while being used on a pt. There was no report of pt injury as a result of the event. No add'l info is available at this time.